Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dismantling that occured approximately 10 months after primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted ø36/+3 humeral cup, ø24 baseplate, ø36 centered glenosphere and associated screws. The surgeon replaced the centered glenosphere by the same product/size. The surgeon let the humeris stem in place and on the glenoid part, he put tornier equipment.